Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action (CAPA) has been initiated to further investigate powder adherence to the distal end of the scope. This device is within the scope of the CAPA. In addition, this device is currently within the scope of a field action (res #92345) related to the risks of the endoscope becoming adhered to tissue. This customer was informed and acknowledged these risks as part of the field action. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic hemostasis procedure for a digestive hemorrhage in the esophagus, the physician used a cook hemospray endoscopic hemostat. It was reported that during the treatment, they used the hemospray as a last resort. The patient had an esophageal spasm just after spraying of the powder blocking the endoscope and preventing its removal. The user does not know what caused the spasm. The patient was transferred to the operating theatre and de-impaction using a nasofibroscope. Healthy mucosa after removal, no tears or perforations. A section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.